Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the power supply for the cs300 intra-aortic balloon pump (iabp) was overheating. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The stm cleaned out excessive dust buildup from the power supply, then completed pm service. All safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the power supply for the cs300 intra-aortic balloon pump (iabp) was overheating. There was no patient involvement, and no adverse event reported.